Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 450-504 mg/dl with a high ketone level; cause was unknown. In an attempt to treat bg prior to the ER, the customer administered a correction bolus and infusion set change however, their elevated blood sugar persisted. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.